Event description:
It was reported that during a meniscus repair using a fast-fix 360 curved ndl delivery system, t2 would not deploy; t1 deployed without issue. A backup device was available and initial device was replaced.

Manufacturer narrative:
Five unopened fast-fix 360 curved needle delivery systems of the lot in question were returned for evaluation. The returned devices were functionally tested for deployment in a rubber meniscus model. No failure mode could not be confirmed. No further investigation is warranted at this time. (B)(4).